Event description:
Information received by medtronic stated that the insulin pump had an issue with keypad anomaly. Customer stated that the insulin pump had a critical pump error alarm and had an insulin flow blocked alarm. Customer stated that the insulin pump was exposed to moisture. Customer stated that the keypad button was unresponsive. No harm was required during medical intervention. The customer will discontinue use of the devise.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Customer returned device for an alleged no delivery alarm, critical device error (open book image), unresponsive keypad and exposure to moisture found on september 17, 2022. Device was received with a critical device error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical device error (open book image) alarm. Unable to test for no delivery alarm or unresponsive keypad due to critical device error (open book image). Critical device error (open book image) alarm triggered by three consecutive electrical board alarms on september 17, 2022 02:05:08.000, and september 17, 2022 02:06:00.000 (detail traces). As per global logic analysis (esf# 3926945), electrical board alarms (twi) (line number 147 file number 2017), suspected on hardware. There was no "no delivery alarm" noted in the device history file. There was no stuck key alarm (61) noted on the event date in the device history file. Device was cut open to perform visual inspection and found moisture damage on the force sensor and motor. The electrical board 1, electrical board 2 and keypad flex traces was corroded. Successfully downloaded history files and traces using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked battery tube threads, cracked case at the corner of the belt clip rail and pillowing keypad overlay. Critical device error (open book image) alarm confirmed due to three consecutive electrical board alarms. Electrical board alarms confirmed due to corrosion on the electronic assembly. No delivery alarm/insulin flow block alarm unknown. Unresponsive keypad/button error alarm unknown. Exposed to moisture confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was retuned for analysis.